Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics was not working according to specifications. The failure of the electronic circuitry was likely caused by humidity ingress at the detected micro-leaks at the housing's header assembly. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The user reported interruptions in hearing since (B)(6)2022 and no hearing impression since (B)(6)2022. Reportedly, on (B)(6)2022 the implant worked for one day without any problems. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user reported interruptions in hearing since (B)(6) 2022 and no hearing impression since (B)(6) 2022. Reportedly, on (B)(6) 2022 the implant worked for one day without any problems. Surgical intervention is reportedly scheduled but the date of surgery has not been provided yet.